Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump successfully. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared, which the caller understood and acknowledged.